Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the esophageal-gastric anastomosis on a robotic laparoscopic partial gastrectomy/roux-en-y bypass, the retaining suture on the orvil did not released and subsequently tore the gastric tissue. The surgeon then had to stitch and to repair the gastric tear to avoid a leak. This resulted to tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of a device. A visual inspection of the returned photo noted that the anvil and suture was on tissue. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.